Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The pacemaker was explanted, then used for temporary external pacing support following the explant. The temporary system has since been taken out of service. No additional adverse patient effects were reported.